Event description:
A international medtronic representative reported the cable inside the camera spring-arm was damaged. At some angles of arm the camera would not work. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
The device has not been returned to the manufacturer.